Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor needed to be changed for an unknown reason. Data was evaluated and the allegation was confirmed as an early sensor expiration was discovered. The probable cause was determined to be early sensor expiration. The reported event of an unknown sensor issue is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.